Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak and cracked luer were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported leak appears to be related to the observed crack in the flush port luer; however, a definitive cause for how and when the crack occurred cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report a leak requiring aspiration. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted into the left atrium and after removal of the dilator, a loss of column was noted. The air was aspirated; however, blood was noted coming out of the stopcock as it was not holding a tight seal. The stopcock was tested and a crack was noted. The sgc was removed and replaced with a new one to complete the procedure. One clip was implanted, reducing the mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.